Event description:
It was reported that during a da vinci laryngoscopy procedure, the jaws were broken, misaligned on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient. On (B)(4) 2014, contacted the initial reporter to obtain additional clarification on the reported complaint and she indicated that the jaws were not broken; however they were misaligned.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip was bent, causing side to side misalignment of the grips. There was a .064 offset at the tips. The bent grip exhibited separation of the yaw pulley and pulley cover at the glue joint, indicating the likely cause of bending remains overloading. Failure analysis concluded that the damage was likely due to mishandling. Failure analysis investigation also found the following unreported damage: the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were not aligned with the tube axis. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the additional finding of the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.